Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl due to a bent cannula. Her insulin pump alarmed with a no delivery as a result. No symptoms of high blood glucose were reported, and the customer treated the episode with manual insulin injections. The customer stated that the past no delivery alarm was resolved with an infusion set change. The customer was advised to call whenever the alarm occurs in order to troubleshoot. The customer does not want to return the reservoir or infusion set for analysis, and no products were shipped out to her as well.